Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause traced to component failure which is defined as expected or random component failure without any design or manufacturing issue. Due to electrical problem identified which is defined as events associated with an electrically powered device where an electrical malfunction results in a device problem (e.g. Electrical circuitry, contact or component failed) even if the problem is intermittent. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited a flickering image. There was no patient involvement.